Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) 250ml intravia containers leaked; there were signs of leaks in the ziplock and overwrap bags. This was observed before patient use. One (1) of the devices were observed to be leaking from around the dosing port. The location of the leaks for the other seven (7) devices could not be identified. The dosing ports were accessed during the compounding process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11 h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.